Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was found to have high thresholds on a clinic check. During the procedure to revised the lead, it appeared to be in a normal location, however thresholds were high. The lead was assumed to have micro-dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.